Event description:
It was reported that the pt who had been undergoing radiation therapy presented in the emergency room after receiving a shock. Another shock was aborted due to return to sinus. The device reported an alert for a device reset. An episode with really heavy saturated noise was recorded. Noise was not producible. The device was reprogrammed. The pt was monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.